Event description:
Patient reported that, after removing their I nfusion site in 2005, they discovered that the skin, around the cannula insertion point, had a blackish tint. Additionally, pt reported that there was puss leaking from the site. Pt indicated that, at the time of the infusion site removal, they were already taking antibiotics for an unrelated infection. They stated that they antibiotics also cleared up the infusion site infection. Pt indicated that their blood glucose has been elevated (300 - 600 mg/dl): however, it returned to its normal range 2 days after changing their infusion set.